Manufacturer narrative:
(B)(4). The device has been rec'd but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported heparin infusion 25, 000 units in 500 ml of solution found running at the wrong dose. The intended programming was 2250 units/hour. The device was found running at 2550 units/hour. The nurse reported the programming changed on its own. At 0525 am, the ptt result was subtherapeutic and the heparin drip was changed to 2450 units/hour. There was no pt harm or med intervention required.